Manufacturer narrative:
No further patient information was provided; refer to event for summary of all available patient data. Preliminary evaluation has determined the following: a review of service history for the alinity I processing module, serial number (B)(4) identified no subsequent tickets were documented for delays in processing patient samples and no contributing factors on or around the date of the incident were for the alinity I processing module. A review of 12-months of complaints identified no additional complaints of delayed results for the alinity I processing module. Review of tracking and trending for alinity I/architect ia pmr (product monitoring review) scorecard did not identify any trends for either complaints involving the analyzer or delay in results. A review of the nonconformances within the abbott diagnostics quality management system did not identify any issues associated with the alinity I instrument or the complaint issue. Labeling was reviewed. The alinity ci-series operations manual addresses use of system logs for troubleshooting. The environmental troubleshooting variables relate to the processing of results, and includes host interface components. An evaluation continues to be in-process. A follow-up report will be submitted when the evaluation is complete. Device evaluation is in-process.

Event description:
Abbott has been notified of a patient death on 01 feb 2022. The customer reported treatment was not provided to a patient as a result of a delay in generating alinity I cortisol results while using the alinity I processing module. Review of the event identified that there was an approximately 30-hour timeframe between when the sample was introduced to the track system and the analyzer providing results to the customer [request received (B)(6) 2021 at 08:58. Cortisol result returned on (B)(6) 2021 at 14:25 (30 hours 27 minutes)]. The customer stated the clinical team did not treat the patient with hydrocortisone medication in a timely manner as they were not aware of the low cortisol status. The sample returned a cortisol result of <27.6 [linear range of the assay is 27.6 to 1649.9 nmol/l]. The patient was tested for cortisol on the day prior ((B)(6) 2021 09:30 am) with result 132. The customer does not question the cortisol results generated. The patient was a (B)(6) male who reported headache and vomiting. The sid (B)(6) was provided. The following results were generated: sodium 144, potassium 3.4 low, urea 7.8, creatinine 142 high, crp 55 high, cortisol <28 low, prolactin 102, testosterone 5.0 high, tsh 1.7, free thyroxine 13.3, free t3 4.0, hemoglobin 141, wcc 8.93, platelet 196, rcc 4.72, hematocrit 93.4, mcv 93.4, mch 29.9, mcrc 320, rcw 14.2, neutrophils 5.97, lymphocytes 1.83, monocytes 0.83, eosinophils 0.22, basophils 0.08, nucleated rbc 0.00. The patient expired. No further information was provided by the customer for details surrounding the patient death (eg date of patient death, clinical diagnosis while being treated in hospital, coroner's report details, etc). The customer has advised that they reported the incident to the competent authority and provided the following number: (B)(4). The report was provided by the local competent authority and reviewed. Review did not identify any additional information regarding the patient or circumstances surrounding the event, however the customer reported in this report that ams/alinity driver repaired by abbott on the 26th of november 2022 and communication problems resolved.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from from the alinity I processing module, list number 03r65-01 manufactured in irving, tx as listed in section d of this report to aliniq ams, list number 03r89-48 manufactured in rome, italy. MDR number 3004032053-2022-00003-00 has been submitted and all further information will be documented under that MDR number.

Event description:
Abbott has been notified of a patient death on (B)(6) 2022. The customer reported treatment was not provided to a patient as a result of a delay in generating alinity I cortisol results while using the alinity I processing module. Review of the event identified that there was an approximately 30-hour timeframe between when the sample was introduced to the track system and the analyzer providing results to the customer [request received (B)(6) 2021 at 08:58. Cortisol result returned on (B)(6) 2021 at 14:25 (30 hours 27 minutes)]. The customer stated the clinical team did not treat the patient with hydrocortisone medication in a timely manner as they were not aware of the low cortisol status. The sample returned a cortisol result of <27.6 [linear range of the assay is 27.6 to 1649.9 nmol/l]. The patient was tested for cortisol on the day prior (B)(6)2021 09:30 am) with result 132. The customer does not question the cortisol results generated. The patient was a 78-year-old male who reported headache and vomiting. The sid (B)(6) was provided. The following results were generated: sodium 144 potassium 3.4 low urea 7.8 creatinine 142 high crp 55 high cortisol <28 low prolactin 102 testosterone 5.0 high tsh 1.7 free thyroxine 13.3 free t3 4.0 hemoglobin 141 wcc 8.93 platelet 196 rcc 4.72 hematocrit 93.4 mcv 93.4 mch 29.9 mcrc 320 rcw 14.2 neutrophils 5.97 lymphocytes 1.83 monocytes 0.83 eosinophils 0.22 basophils 0.08 nucleated rbc 0.00. The customer has advised that they intended to report the incident to the competent authority and provided the following number: 2022/002/004/401/005, however a copy of this report has not been provided by the customer. The patient expired. No further information was provided by the customer for details surrounding the patient death (eg date of patient death, clinical diagnosis while being treated in hospital, coroner's report details, etc).